Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure, after placing the right ventricular (rv) lead in the rv apex with good position, the usual tests were conducted. There was an electrogram signal, but without sensing markers. There was no r-wave sensing and no capture, along with high pacing impedance. The position of the lead was changed along with the analyzer cables more than three times, but the outcome was the same. The rv lead was not used and a new rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.